Manufacturer narrative:
Conclusion: recommended replacement of bed.

Event description:
It was reported via repair work order that the fowler would not lower due to the weldment frame being bent above the torque tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.